Event description:
Rptr was having a dental procedure done, when she experienced an adverse reaction to the latex polisher. The reaction included swelling of the eyes and throat. Pt was taken to the ER and given an epinephrine shot. She experienced a type I reaction. Rptr now carries an epi-pen everywhere.